Event description:
In 3/2001, the user facility's physician informed the international distributor's representative of the following: catheter rinsed, filled with nacl before placement, no leaks observed. After placement, patient reports respiratory problems when connected to the dialysis machine, air coming into arterial extension is seen. Catheter replaced after discovering a hole at the arterial extension hub connection. Observing the catheter later also shows a hole at the venous extension hub connection.